Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that patient is s/p tka (B)(6) 2015 with complaint of unstable knee following intervention. Patient is still active/works (aircraft technician) and the instability is affecting his work and personal life. Surgeon's plan was to increase thickness of poly insert and make knee stable again. Update: it was reported patient experienced pain and instability of the knee.

Event description:
Medical records ad 13 sep 2019 reviewed. The revision for pain and joint instability is noted to have been performed on (B)(6)2017. The sticker sheet of the revision was provided which indicates the insert was the only product that was revised. In the operative notes, the surgeon refers to the insert as the "tibial femoral component" and states that it was "grossly loose" while he was examining the articulation-indicating the joint was unstable during articulation. A 10mm insert was explanted and a 14mm insert was implanted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth), a3, b5. Corrected: a1, a2 (age). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.